Event description:
Customer reports back to back testing on the active system with results of lo (<10mg/dl) and 163mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and replacement was sent.